Event description:
On (B)(6) 2006, the pt was implanted with gore excluder aaa endoprostheses to treat an infrarenal aortic aneurysm. On (B)(6) 2011, CT showed a type ii endoleak and an aneurysm measurement of 6.6 cm compared to a previous study of 5.5 cm. On (B)(6) 2011, the pt underwent an explant of the endograft system.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l devices implanted: (B)(4), (B)(4), (B)(4), and (B)(4).